Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be determined through this evaluation. Moreover, a direct correlation between the device and the reported respiratory failure and cardiac arrythmia could not be determined through this evaluation. The patient remains ongoing on (B)(6) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection (including driveline infection), respiratory failure, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a staphylococcus epidermis infection at the cable exit site. The site is circularly reddened approximately one to two cm with a yellowish secretion. The patient also experienced pain at the site. Patient was hospitalized and had surgery, a dressing change twice a day, and changes to medication. The event was considered resolved/recovered on (B)(6) 2019. On (B)(6) 2019 the patient reportedly experienced respiratory failure. During surgery on the drive line the patient received anesthesia, from which patient could not be weaned due to poor saturation. The patient was intubated and given mask ventilation. The patient woke up and the event was considered resolved/recovered on (B)(6) 2019. On (B)(6) 2019 the patient experienced cardiac arrhythmias with a sudden faster attack and repeated implantable cardioverter-defibrillator (ICD) shocks. The patient was given amiodarone via peruser and the event was considered resolved/recovered on the same day.